Manufacturer narrative:
Liebel flarsheim reports: returned syringe evaluated by lf project engineer, disposables. Observation: the 150ml syringe was returned full of contrast media. Customer report indicated that "during injection, the tip was breaking off...., stopped injecton". No media was out of syringe. Tip was examined at 10x magnification, with no breaks or missing bits of tip plastic noted. Tip and luer connector looked entirely intact. There was much dried media around outside of tip, but it is not likely that the technician would mistaken this for plastic shards(?). Syringe and syringe tip was found to be intact with no evidence of breakage.

Event description:
Customer reports that during injection, the tip of the syringe was breaking off. Pieces of plastic were getting into the catheter and could have gotten into the patient according to the hospital. Injection was stopped.